Manufacturer narrative:
Evaluation summary: one sample of pediatric tracheostomy tube was received for evaluation, and the reported condition was confirmed. A visual inspection was performed and it was observed that the tube has a yellowish discoloration were the flange connector is assembled to the cannula. The root cause is determined to be a manufacturing defect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: this event is not reportable. Disregard reports 2936999-2017-05669 and 2936999-2017-05669. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, the connection between the tube and flange was found discolored to yellow. The customer reported that there was no patient involvement.